Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in a procedure performed on (B)(6) 2015. According to the complainant, they had problems with the device. Based on preliminary investigation of the returned navigator access sheath, the tip was noted to be delaminated. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.